Event description:
It was reported that the patient's implantable cardioverter defibrillator had history of being unable to establish telemetry. The device was explanted and replaced. More information was requested but not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the patient was stable post procedure.